Manufacturer narrative:
Citation: gilard m. The 2011-2012 pilot european society of cardiology sentinel registry of transcatheter aortic valve implantation: 12-month clinical outcomes, eurointervention. May 2016; 12(1):79-87, doi: 10.4244/eijv12i1a15 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the pilot european society of cardiology sentinel registry of transcatheter aortic valve implantation: 12-month clinical outcomes. All data were collected from multiple centers between 2011 and 2012. The study population included 4,571 patients (predominantly male; mean age 81 years), 1,943 of which were implanted with medtronic corevalve (serial numbers not provided). Among all patients adverse events included: moderate to severe aortic regurgitation, stroke, cardiac tamponade, unable to deploy, and permanent pacemaker implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.